Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Additional information requested: how long have you been using the harmonic +7 device? Were you in-serviced prior to using the harmonic +7 device? Where was the bleeding from? What size were the vessels? Was this the same area/structure that the endoloop was used on? Why was a complaint not called in on the endoloop? How was it determined that the harh36 caused the bleeding and not another device? How much blood was lost? (Cc¿s) was a transfusion required? How was the surgical technique on the vessels that were bleeding? Were there any other large vessels taken? Can we get any hand piece information (number of uses remaining and serial number), or recover the hand piece? Can we get the generator log? (Arielle can download the event log and email it to us). Did the gen11 display any yellow alert screens during the procedure? What power setting was the generator on? Was the power level of the generator changed to achieve better coagulation when the mild bleeding occurred? What are your typical steps to use the device? (Such as waiting to hear tone 2, etc.) What did the patient present with to indicate that there was bleeding? Was the patient still in the hospital at that time? Was the patient taking any anticoagulants, such as aspirin, anticoagulants, or antiplatelet agents)? If yes, specify prescribed medication. Has the patient undergone any radiation/chemotherapy therapy? If yes, please specify radiation, chemo, or both. Does the patient has a known coagulation disorder? Has the patient taken any steroids? What was the total blood loss? What was the patient¿s pre-op hemoglobin and hematocrit? What was the patient¿s post operative hemoglobin and hematocrit? What is the current patient condition?

Event description:
It was reported that during a right colectomy procedure, the surgeon encountered several homeostasis issues during the procedure. The surgeon used endoloop to stop the bleeding. Post op two days after the procedure, the patient experienced a post-op bleed. There is no information if the patient had been released and returned to the hospital or if this was noticed during recovery. It was not known how the bleeding was controlled, no blood transfusions were given. There is no patient information at this time. The device was discarded.